Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade unknown. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Rupture: observed, an opening on radius assessed, as fold flaw opening. Additional observations: observed, 40 mm dark patch edge material inside gel device. Crease fold. And wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown. Device has been explanted. This relates to the left side.